Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of "does not hold a charge" was confirmed and reproduced during product evaluation. However, the cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A follow-up report will be filed if any additional details become available.

Manufacturer narrative:
(B)(4). The device has been received and is available for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a flo-gard infusion pump with a malfunction of a battery not holding the charge. This condition had the potential to interrupt delivery. It is unknown when this condition occurred, however it was known to have occurred in the general patient ward. According to the hospital representative, there was no patient involvement. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.